Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, b5, d7, d10, g4, g7, h1, h2, h3,h6, h10 the device has been not been returned to the manufacturer. Therefore, it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 1 complaint, this one included, has been recorded on eternity cup plasma ti ha s56, reference (B)(4). Batch 0000762577. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trend.

Event description:
It was reported that 2 years post implant surgery, the patient underwent revision surgery due to recurrent dislocations. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. Concomitant medical products: aura ii total ha left size 3; item : p0125y03; lot: 0000655186, biolox delta lnr 36mm 54-56mm; item: 650-0795; lot: 00002918214, delta ceramic femoral head 036/0mm 12/14; item: 650-0837; lot: 00002832425, cancellous screw diameter 6.5x25mm; item : p0601125; lot : 495103, cancellous screw diameter 6.5x25mm; item ; p0601125; lot : 808604. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that 2 years post implant surgery, the patient underwent revision surgery due to recurrent dislocations.